Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
An allergan company representative reported an account has a patient that was treated with coolsculpting and developed possible paradoxical hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen (unknown side) sometime in 2014, 2015, and (B)(6) 2021 using the cooladvantage system applicators, who may have developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a b5 d1 d4 g1 h6.